Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 3/2/2023 raytecs in posterior spine pack faulty, the x-ray detectable strip is easily removed from raytec sponge. String came out while cleaning kerrison. A supplier corrective action request (scar) was issued to the raytec supplier meixin medical. The actual sample was not available to be returned to deroyal for evaluation. The following root cause was determined by the supplier meixin medical: employee failed to remove the nonconforming product from the line. There was no inventory or work in process on hand to evaluate. The following corrective and preventive actions have been taken by meixin medical: add requirement to regularly monitor the temperature control device which will affect the ironing effect of the xr strip on to the sponge. Once deviation is noticed on the temperature control device, production should be stopped immediately, and the sponges produced before the deviation should be carefully checked. Retrain the employees on the document of mx/qa-gs-04 gauze mechanical folding procedure to enhance their quality awareness. Stress that the employees shall strictly follow the regular monitoring requirement on the temperature control device, to eliminate nonconformance. Production records were reviewed, and no issues were found. An inventory check of the gauze was made by deroyal, a total of 10 of the 5-19928 gauze was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 3/2/2023 raytecs in posterior spine pack faulty, the x-ray detectable strip is easily removed from raytec sponge. String came out while cleaning kerrison. A supplier corrective action request (scar) was issued to the raytec supplier meixin medical. The actual sample was not available to be returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Raytecs in posterior spine pack faulty, the x-ray detectable strip is easily removed from raytec sponge. String came out while cleaning kerrison.